Event description:
It was reported that this patient's left knee was revised approximately 9 years post op. Patient complained of pain. Loose femoral component, recalled insert and patella. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): 4118286- 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t. 2991565 -201-78-81 - 3" trocar, mod. Hex 2pk.

Manufacturer narrative:
The revision reported was likely the result of prosthesis wear over the course of 9 years of implantation and possible contributions from patient-related factors. An additional reason for the reported revision may be femoral loosening; however, this could not be confirmed from the provided information. Additional potential contributions to the event could not be assessed as the devices were not available for evaluation and limited information was provided. H6: corrected component, and investigation clinical codes.